Manufacturer narrative:
The samples were collected in 4 ml edta tubes. The samples were stored at room temperature and processed within an hour of collection. Controls were run before and after the event and recovered within assay limits. The customer bleached the flowcell, but it did not resolve the basophilia. A bci field service engineer (fse) visited the site on (B)(4) 2010. The fse replaced the cam plate for the rocker bed. The fse cleaned outside of flow cell and scatter sensor. The fse verified the system operation. A definitive root cause for the event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high basophil results generated by coulter lh500 hematology analyzer. The erroneous results were not reported out of the laboratory. The manual smear results showed no abnormalities. There was no death, injury, or effect to patient treatment.